Manufacturer narrative:
A review of the surgical report confirmed that the complication that occurred during the procedure was unrelated to the implants or instruments. The surgeon intended to remove the trial implants after the patient recovered from the repair procedure, however, the patient later required his leg to be amputated therefore revision of the trial components was not required. Based on this investigation, it was determined that there was no failure of the siw devices and the adverse event that occurred was due to the patient's condition.

Event description:
It was reported by the surgeon that during the resection of the patient's tumour and the proximal femur, the femoral artery and vein were damaged, necessitating repair of both structures. In order to maintain leg length and correct tissue tension during these repairs, trial components were implanted. It was necessary to move the patient to the intensive care unit as quickly as possible, therefore, the trial components were left in situ. It was further reported that the patient recovered from the procedure, but has required a leg amputation. It was noted by the surgeon that there was no deficiency or failure of the siw devices.